Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the keypad buttons require multiple presses to obtain a response. She noted that the buttons still click when pressed. The pt denied exposing the pump to water or cleaning products; confirmed that the rubber keypad is intact; and stated that she wears the pump in her bra.